Event description:
It was reported that the patient complained about pain at the device pocket site and left shoulder. There were no signs of inflammation and x-ray shows no signs of abnormalities. Further investigation will be pursued if the pain remains or becomes more severe. It was further reported that the pain was related to the device. The pocket was revised and the device was replaced. The patient is enrolled in the painfree sst study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant: 694765 implantable tachy lead implanted: (B)(6) 2011. (B)(4).